Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at the insertion site. The customer also reported an insulin flow blocked alarm and air bubbles in the reservoir. The customer was treated for hyperglycemia with an insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-7040a, mmt-441ag, mmt-1884, mmt-342g. Troubleshooting was performed for high blood glucose event, the customer was using the auto mode or smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for site issues and insulin flow blocked alarm, and the customer will be provided with an infusion set replacement. Troubleshooting was performed for the air bubble anomaly and the customer was advised to call back as needed. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-441ag. No product return is required for mmt-1884. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.